Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing. The root cause was attributed to a damaged processor board. Upon visual inspection of the platform, front enclosure was cracked and battery lock was bent. These physical damages found during visual inspection are characteristics of mishandling of the device. These observations are not related to the reported event. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, confirming the reported event. Unable to download archive file from ap platform due to damaged processor board. After replacement of the front enclosure, battery lock and processor board, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.